Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at 9:30am on (B)(6) 2016. At this time the patient obtained a blood glucose result of "121mg/dl" with the subject meter which they compared to a blood glucose result of "36mg/dl" which was obtained from another meter less than 30 minutes later. The patient manages their diabetes by self-adjusting their insulin dosage and maintained their usual diabetes management regimen prior to the alleged product issue occurred by taking 40 units of lantus insulin and an unspecified dosage of humalog insulin on a sliding scale at 6:30pm on (B)(6) 2016. The patient stated that 15 minutes before the alleged inaccuracy had occurred they developed the symptoms of "calm, cold, sweaty and irritable". As a result of these symptoms the emergency medical services were called and they treated the patient with IV glucose. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient's products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient's meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.